Event description:
Patient reported that the pump's clock is inaccurate, stating it has always been off by 15 minutes. She stated that she believes the clock is faulty. Her blood glucose was not affected by this concern, and no treatment was received.